Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. An additional file ((B)(4) / MDR#3001845648-2024-00253) , was opened to capture the user error of the incorrect wireguide used with the replacement spsof. Manufacturing records: prior to distribution, all spsof-5-5 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used . It may be noted that the use error of a 0.025" wire guide could have contributed to the kink on the pigtail end of the stent. Additional information confirmed that there was user error of the wireguide and device not being inspected for damage prior to use. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: a CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, kink occurred in the pigtail. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used. It may be noted that the use error of a 0.025" wire guide could have contributed to the kink on the pigtail end of the stent. Additional information confirmed that there was user error of the wireguide and device not being inspected for damage prior to use. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-may-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It occurred during the nurse's preparation to insert spsof. Kink occurred in the pigtail when the nurse inserted spsof into the g/w. So they used another spsof. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1. Please indicate where the device was stored prior to use. Plastic stent storage cabinet. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus visiglide2, 0.025inch, 450cm. 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. (B)(6) did sphincterotomy using the micro tech sphincterotome. 4. Was the wire guide inspected for damage prior to use?* no. 5. Was the device at the centre of the complaint inspected for damage prior to use? No. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished?* they used another spsof. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. It happened in the preparation process. 5. Was resistance encountered when advancing the wire guide to the target location?* it happened in the preparation process. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. It happened in the preparation process. 7. Was resistance encountered when advancing the introduction system in place to the target location?* it happened in the preparation process. 8. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No. 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Visiglide2, 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.